Event description:
Report received of a pump "sparking". The patient was receiving an unspecified IV therapy at an unspecified rate. It was reported that the pump was alarming with a "check settings" alarm. The customer contact attempted to troubleshoot the alarm by checking the settings, which were reported to be correct. Patient then turned the pump off and on and the alarm would not clear. The patient then reported that patient had seen sparks coming from the bottom of the pump earlier in the day. The pump was removed from clinical service and therapy was continued with a different pump. There was no reported adverse effect to the patient or staff.